Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. During dilatation of the vessel a perforation occurred. The 4.5x19 mm graftmaster covered stent was attempted to be advanced but could not cross the lesion due to the anatomy. Another same size graftmaster covered stent was able to cross the lesion and treat the perforation. There were no adverse patient sequela.